Manufacturer narrative:
Age/date of birth at time of event, gender and weight were not provided the heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) long term trial. The gtin unique device identifier for the commercial heartmate 3 modular cable is (B)(4). Approximate age of device - 50 days (calculated from the date when the modular cable was issued to the study subject). Device evaluation: the returned modular cable was in unremarkable general condition. Visual inspection of the driveline connector revealed that one pin had a significant burn mark. The returned modular cable was functionally tested when connected to the returned system controllers (after the fuses were replaced). The system operated as intended without any alarms active; manipulating the cable had no effect on pump function. Although the reported driveline power fault alarm was not reproduced during the evaluation of the returned modular cable, the burn mark observed inside the driveline connector could be related to incorrect connection of the driveline resulting in the reported alarm and the damaged pcb components observed during the evaluation of the returned system controllers. Similar incidences of driveline power fault alarms and a damaged fuse within the system controller¿s printed circuit board (pcb) due to incorrect connection of the driveline have been identified. A corrective and preventative action has been initiated by the manufacturer to investigate the issue. A review of the device history records for the modular cable revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient attempted to exchange the system controller at home after noticing that the displayed flow estimation values were higher than normal. The patient presented to the hospital due to unspecified alarms received after attempting to exchange the system controller. The patient was asymptomatic. Analysis of the submitted log file by the manufacturer¿s technical services representative confirmed a driveline power fault alarm occurred during the attempt to exchange the system controller, consistent with the reported event. It appeared the patient had attempted to returned to the primary system controller and performed a series of driveline reconnects/disconnects. During this sequence, the driveline had been incorrectly inserted into the system controller by 180 degrees causing a controller internal fault and a controller fuse to trip. The history file ended with the pump running at the set speed with a driveline power fault due to the issue with the system controller fuse. The vad coordinator exchanged the patient¿s system controllers and the modular cable with no further issues. Subsequent log file data after the system controller exchange shows that the pump resumed operation as expected. The exchanged system controllers and the modular cable will be returned to the manufacturer for analysis. During the manufacturer¿s investigation, visual inspection of the driveline connector of returned modular cable revealed that one pin had a significant burn mark.